Event description:
Additional information was received from the rep. They called the patient today, but they stated that they were unable to speak today and requested a callback tomorrow morning. The rep will call them again tomorrow morning. Additional information was received from the rep on (B)(6) 2025. They spoke with the patient and was able to educate them on activating/deactivating MRI mode. They also had questions regarding their restrictions and surgical site healing, which the patient and rep were able to discuss with their surgeon. They had no further questions at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a little bit of complications with the post procedure and wanted to ask their manufacturing representative (rep) about it, patient mentioned that the incision was having fluids and pain but it's better now as they were on antibiotics. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to rep.